Event description:
The customer reported that there was no sound anymore and a loudspeaker error was displayed. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that there was "no sound anymore and a loudspeaker error was displayed". It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.